Event description:
On (B)(6) 2009: customer called about recent issues observed with false positive troponin I (tni) results on triage cardiac panel 25 test kit. This is considered an adverse event because one of the patients was started on heparin.

Manufacturer narrative:
Nine returned plasma sample: -returned triage cardiac dln w44527, exp: 10/11/2009. - triage meters with gsp and tmas. -beckman access2: (B)(4). -access2 mas controls: passed. The returned samples were run on triage returned devices and on access2. The following was observed for tni: -patient samples results in ng/ml. Customer's complaint not confirmed, no discrepant results observed: no false positive results observed after returned samples were tested on triage and access2. Due to the increased trend for complaints for discrepant tni results, a CAPA was opened for further investigation; (B)(4).